Event description:
It was reported that a patient underwent primary breast augmentation with two 395cc mentor memoryshape breast implants. Post-operatively, the patient was diagnosed, via mammogram/ultrasound, with left breast implant rupture. The patient also fell prior to the rupture. As a result, the patient underwent breast implant removal and replacement surgery on december 11, 2023. During the removal surgery, the right breast implant was also found to be ruptured. Subsequently, the implants were replaced with the following devices: (left) 270cc mentor memorygel xtra breast implant catalog: smpx270, lot: 99553,16 sn: (B)(6) and (right) 270cc mentor memorygel xtra breast implant catalog: smpx270, lot: 9964615, sn: (B)(6). This medwatch form is for the right breast prosthesis. The left breast implant has been reported under mrn: 1645337-2023-15124.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mm 395cc breast implant was found to be ruptured. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).